Manufacturer narrative:
One smiths medical portex® blue line® siliconised pvc tracheostomy tube was returned for analysis in used condition. The sample was visually inspected with no holes were detected. A syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks; noting that a leak was detected in the bonding between the skirt of the cuff and the tracheostomy tube. Relevant documents were reviewed and deemed adequate. The manufacturing process review was conducted by reviewing cuff assembly, cuff welding, and inflation test which were performed on (B)(4) units. All were found adequate with no discrepancies. The most probable causes of the leak are as follows: the cuff was not properly bonded (the operator did not follow up correctly the manufacturing procedure), the product with the leak was not tested during the inflation test, the inflation test, under and segregation of rejected product was not properly performed.

Manufacturer narrative:
This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that an air leak occurred from the cuff of a portex® blue line® siliconised pvc tracheostomy tube. An unplanned tracheostomy tube change was performed as a result of the event. No permanent injury was reported.